Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a follow up report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on april 29, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about alleged asthma (new or worsening).  Section b1 was corrected to adverse event (product problem was checked in initial MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. In this report, health effect - clinical code and health effect - impact code has been updated or corrected.